Event description:
On (B)(6) 2015 during review of the patient¿s programming history it was observed that a faulted system diagnostics test occurred on (B)(6) 2006 that changed the patient¿s settings. No final interrogation was performed and therefore the settings change was not noticed until the next visit.

Manufacturer narrative:
Analysis of programming history.